Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient collapsed and was found unresponsive next to their car. Cardiopulmonary resuscitation (CPR) was performed and the patient was admitted to the emergency room. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and elevated sensing integrity counter (sic). It was noted that the patient's arrhythmia was both oversensed and undersensed, therefore therapy was not given when needed and t-wave oversensing (twos) was observed. The rv lead remains in use. No further patient complications have been reported as a result of this event.